Event description:
It was reported that during a laparoscopic cholecystectomy, the jaws of the device were not tight around the clip; the clip slid around. A second device was opened and the device jammed. A third device was opened and the case was completed with no patient consequences. There is no other information related to the event.

Manufacturer narrative:
(B)(4). Damaged shroud top the analysis results found that the er320 instrument was returned with the top shroud damaged. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the clips were ejected and did not lock out as intended due to the damage on the top shroud. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. No incident related to the reported event was observed during the batch record review.